Event description:
It was reported that intermittently the control-iq algorithm increased basal insulin delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading, but alleged the difference was up to 100 points off. As a result of the control-iq algorithm adjusting insulin the customer alleged that bg level was "high" (specific bg value was not provided) with high ketones. Customer gave a manual injection to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Customer could not provide any further details regarding the reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.